Manufacturer narrative:
Covidien reference number: (B)(4). An third party distributor evaluated the device, replaced the single board computer printed circuit board and the ventilator worked properly.

Event description:
It was reported that during installation a ventilator display froze. There was no patient involvement.

Manufacturer narrative:
Verified customer complaint that unit froze during post. Sbc pcb was installed into a test bed. Test bed was power cycled several times and froze at the six-image screen each time. Reference CAPA (B)(4) for investigation.

Event description:
It was reported that during installation the ht70 ventilator display froze. An third party distributor evaluated the device, replaced the single board computer printed circuit board and the ventilator worked properly. There was no patient involvement.